Event description:
The user has a 1.5x1.0cm skin erosion over the implant site due to chronic infection. As per the surgeon's note it is crusting, draining, and getting worse. The surgeon plans to explant, the device let the site heal, then re-implant at a later date. Planned explant date is april 8, 2025.